Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubie drawers 2.1, 2.2 failed and was not detected on the bus. A field service engineer (fse) had found that the drawers had not been showing up, and no light emitting diode (led) had been illuminated on the back of the drawer. The fse had resolved the issue by replacing the pyxis bus board, but upon powering it on, the leds had only remained lit for a few seconds. The fse had replaced the pyxis bus board again and had used a multimeter to check the drawer boards, discovering that the 2.1 controller board had needed replacement. The fse had replaced the controller board and had configured the drawers in the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main cubie drawer 2.1 was failed and it was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.